Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2013 the daughter of a (B)(6) male pt contacted a zoll territory mgr (tm) to report that when the pt got out of the shower, one of the belt's electrodes burned an existing open wound that he had from the electrode belt. While following-up with the pt, a zoll pt service rep (psr) reported that it appeared that the pt's top layer of skin came off. The pt's daughter alleged that there was something wrong with the pt's equipment. The pt's equipment was exchanged. It is unk whether the pt required med intervention. The clinical outcome of the wound is unk.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. Upon investigation the monitor was fully functional. Device evaluation of electrode belt sn (B)(4) was completed. Upon investigation the electrode belt was fully functional. There was no evidence of damage to the electrode belt. Per pt flags, the pt did not receive a treatment. Monitor sn (B)(4): 10/2008. Electrode belt sn: (B)(4): 08/2007. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.